Event description:
It was reported that, "pt had a prostalac cement spacer removed and a gmrs distal femur and mrh tibia implanted in 2009. The pt fractured her tibia at the tip of the stem of the mrh tibial component from normal activity. The tibial baseplate, cemented stem, tibial wedge, insert, tibial sleeve, and mrh bearing were explanted with a proximal tibial resection below the level of the fracture, with existing gmrs distal femur components.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.